Event description:
A pt reported experiencing inaccurate high results with a meter. The pt's blood glucose results were 114mg/dl versus 218mg/dl meter to lab. Tests were done within 20 mins with a difference of 48%. Pt did not experience any adverse events. No further info has been reported.